Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a network issue in the customer environment. The technical support specialist found the station 3eastc offline on rss. Hospital it team resolved the issue. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system multiple orders not crossing over and reported an error. The customer stated that the malfunction was occurred when they trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.